Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been reported that the device is available for evaluation. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported that the icp was not able to be measured when it was connected to the transducer. The product was replaced with another one. No further information was provided by the hospital. The product will be returned.

Manufacturer narrative:
UDI: (B)(4). The sensor was returned for evaluation. The sensor diaphragm was broken. There was a square depressed section on the diaphragm. Due to the condition of the device was it was received, no functional testing was possible. A review of manufacturing records for the component found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. A review of finished good lot records found no discrepancies when the device was released to stock. While we are able to confirm that the device did not function as intended, it is not possible to determine root cause. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.